Event description:
A pt reported experiencing inaccurate high results with an ot ultra meter. The pt's blood glucose results were 125mg/dl (meter), 89mg/dl (lab). Tests were done within 10 minutes with a difference of 36%. Pt did not experience any adverse events. No further info has been reported.